Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the ¿wires¿ kept kinking up and knotting up on the pacemaker and that they had to keep changing the ¿battery¿ too. The patient had been through 4 surgeries for the leads knotting up and changing the battery; the patient just had surgery a week ago and right now they were hurting because the implant was moving and flipping. It was noted that two months ago, the doctor did a scope to check their throat ¿ it felt like there was something in their throat choking them ¿ and the doctor put the scope down to their stomach and it had not emptied. No further complications were reported/anticipated. See related MFR reports 3007566237-2018-00999, 3004209178-2018-06655, and 3004209178-2018-06656.